Event description:
While performing a crown prep on tooth #29, the handpiece got hot and burned the patient's lip at the right corner of the patient's mouth. The burn was the size of the handpiece backcap.

Manufacturer narrative:
No medication was used at the time of the event. The patient was seen by the doctor at a follow-up check and the burn was healed with a small scar at the corner of the patient's mouth. The patient is following up with a plastic surgeon. During the handpiece evaluation, it was found that the bearings were worn and gritty in the drive assembly, shaft and axle. Medium debris was present.